Event description:
It was reported that the customer's insulin pump was not delivering insulin and she was hospitalized. Date of either incident was not yet given. The customer was transferred to give further information. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Please see medwatch # 3004209178-2015-84553.